Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad response" was confirmed and reproduced during eval. The issue was found to be caused by a failing processor printed circuit board. The failing processor printed circuit board was replaced.

Event description:
During baxter's functionality testing, it was found that a spectrum pump had a delayed keypad response. There was no pt involvement.